Manufacturer narrative:
Initial.

Event description:
It was reported that the user observed liquid drops from the pump after a cartridge supply change and allowed the pump to dry before reconnecting, after which the system functioned without alerts or alarms. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health and no hospitalization. Investigation of this case revealed that the issue was consistent with a transient cartridge or connection leak with no persistent malfunction, and the device continued to operate normally after drying and reconnection. It was concluded, based on previously established findings for similar reports, that the cause was user technique or handling during the supply change.